Manufacturer narrative:
One (1) certain® gold-tite® hexed screw (iunihg) was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 19 (universal) and was used for an unknown amount of time. The customer did not provide any pictures or x-rays. Review of appropriate documentation: document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: contraindications, warnings, precautions and potential adverse events. Per the applicable IFU, it is stated that overloading and improper technique may lead to device failure such as screw loosening. DHR review: DHR review was completed for the subject lot number (1237897). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1237897) for similar events and one (1) other complaint was identified, ((B)(4)). Review completed utilizing keywords: functional loosening post market trending review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported event(functional : loosening) or product (iunihg). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information device malfunction and the reported event could not be verified as the exact details of event were non-verifiable and since the product was not returned.

Event description:
There is no update to the original complaint description provided.

Event description:
It was reported that the abutment screw loosened at the site. Customer removed the old screw and replaced it with a new one.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient age not provided. Patient weight not provided.